Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and necrosis.

Event description:
Patient reported "unlocked asia syndrome from allergan breast implants and I had to remove them" not device related. Histopathology report states: ¿fibrous capsule material of breast implant represented by hyalinized fibrous tissue with areas of eosinophilia and appearance of fibrinoid necrosis, presence of irregularly shaped optical voids, larger lymphoid cells, synovial cell metaplasia¿. Ultrasound performed. This relates to the left side. Device has been explanted.

Event description:
Patient reported "unlocked asia syndrome from allergan breast implants and I had to remove them" not device related. Histopathology report states: ¿fibrous capsule material of breast implant represented by hyalinized fibrous tissue with areas of eosinophilia and appearance of fibrinoid necrosis, presence of irregularly shaped optical voids, larger lymphoid cells, synovial cell metaplasia¿. Ultrasound performed. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. Necrosis-breast: unable to observe since it is not related to the device. Visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "unlocked asia syndrome from allergan breast implants and I had to remove them" not device related. Histopathology report states: ¿fibrous capsule material of breast implant represented by hyalinized fibrous tissue with areas of eosinophilia and appearance of fibrinoid necrosis, presence of irregularly shaped optical voids, larger lymphoid cells, synovial cell metaplasia¿. Ultrasound performed. This relates to the left side. Device has been explanted.